Manufacturer narrative:
The investigation into the delivery issues- use has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the root cause of the delivery issue was most likely due to patient condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 70-year-old male undergoing coronary artery bypass grafting and mitral valve repair was implanted with an impella rp device for mechanical circulatory support. Resistance was met during attempted impella rp implant. It was noted that the pump was unable to advance into place and the shaft of the catheter subsequently kinked. The pump was removed and an impella 5.5 pump was placed for patient support. There was no noted patient harm.